Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's neurostimulator was turning off after using to her cordless phone on the same side as her implant. She also believed that it could be related to her "remote" and was going to obtain a loaner device from her healthcare professional. Additional information was requested.